Manufacturer narrative:
Age or date of birth: unknown, sex: unknown, weight: unknown, ethnicity: unknown, race: unknown, date of event: unknown, common device name: product code: unk. Manufacturer name, city and state - unknown, implant date: unknown. Explant date:unknown, PMA/510(k): this product is not marketed in the us. Device manufacture date: unknown. Claim# (B)(4).

Event description:
The reporter indicated that excessive vault was observed in the patient's left eye (os).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -8.50/1.5/076 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2021. Excessive vault and glare/haloes were observed. Lens remains implanted. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h6 - work order search: no similar complaint type(s) were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 -8.50/+1.5/076 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (b)(3) 2021. Excessive vault and glare/haloes were observed. Lens was exchanged on (b)(3) 2022 for a shorter length lens and problem was resolved. All fine and patient is happy. Claim# (B)(4).